Event description:
The reporter indicated that the 13.2 micl13.2 of -12.5 diopter haptic tore during loading into the cartridge. No patient contact.

Manufacturer narrative:
Patient ID, age or dob, sex, weight, ethnicity, race: unk. Date of event: unk. Investigation type (B)(4): lens work order search-no similar complaints reported for units within the same lot. Claim#: (B)(4).